Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative indicating that the device remained implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulation would shut off and they would have to turn it on. The patient was unable to relate this event to any specific activity and they could not reproduce the results in the clinic setting. An impedance check was performed at the last visit and no issues were noted. The rep reported that reprogramming was attempted, but the issue was unresolved. The rep stated that surgical intervention was planned. No further complications were reported. Follow-up was conducted.